Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that drive cables were found loose at the wrist. The cables were not broken at the distal end, indicating a likely failure at the backend. Upon opening of the housing, the pitch cable and the grip cable were found broken at the back idler pulleys. The idler pulleys were able to spin freely. An orange discoloration at the back idlers and idler block was also found. Additional observations not reported by site were tube damage and corroded clamping pulleys. The main tube exhibited wearing of epoxy layer with light material removal and a rough surface finish throughout its length. The clamping pulleys exhibited excessive white residue around the cable grooves and a small darkened spots indicating possible signs of pitting corrosion. Engineering concluded that damages found were likely due to improper cleaning. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.

Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted a loose wire on the maryland bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.